Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a "low battery" during therapy in the pediatrics department (medication, programmed amount and delivery rate unknown). The customer also reported that the device had been left to charge for 24 hours and continued to display "low battery". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported low battery alarms which were reproduced while testing the device with the power cord received with the device. The device was found to be able to charge as designed with a replacement power cord. Both "low battery!" And "battery very low!" Alarms were verified through a review of the event history log. The cause of the alarms was determined to be a failed power cord. The power cord was replaced to correct the condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.